Manufacturer narrative:
One 6f angio-seal vip locator was visually inspected. The locator had been severed at the blood inlet holes (approximately 5.06" from the locator hub); a 2.58" length of the detached distal tip of the locator had been returned. Tubing material had been stretched and twisted into the lumen on the detached segments of both pieces. The damage was consistent with twisting and bending in both directions. The locator distal tip was split and flared, consistent with insertion into a patient. No other visual anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. There was no evidence found to suggest the event was caused from an intrinsic defect in the product, as supported by the manufacturing traveler and the product analysis. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure.

Event description:
It was reported that following an interventional procedure, a 6f angio-seal vip was selected for use. The physician described that there was lateral tortuosity at the tip of the procedural sheath, a 6f 10cm pinnacle. This was exchanged for a 7f, 45 cm, peripheral sheath. After completing the intervention, and evaluating the femoral angiogram, the patient was deemed appropriate for angio-seal use. An unremarkable sheath exchange and advancement of the angio-seal sheath/locator assembly occurred. The locator was rocked upward and then removed without the guidewire being removed. Allegedly, the locator broke off at the inlet holes. The physician carefully removed the angio-seal sheath with the guidewire in place, hoping that the tip of the locator would come out still in the end of the sheath, but it did not. The vascular surgeon assisted and the locator tip was retrieved with a microsnare. The physician then closed the arteriotomy successfully with an 8f angio-seal and hemostasis was obtained. No complications occurred.